Event description:
It was reported that during the procedure for an intracranial aneurysm, the subject stent encountered resistance 10 cm from the distal end of the microcatheter, rendering the stent immobile. The physician had to withdraw both the subject stent and the microcatheter together. Upon examination outside the body, it was found that the subject stent had deployed within the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received deployed approximately 1cm from the proximal end of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. Deformation was noted throughout the subject stent, most notably to the proximal end. All 3 marker bands were present on both ends of the subject stent. The stent delivery wire (sdw) was kinked/bent at the distal end. The introducer sheath was noted to be intact. Functional inspection was unable to be perform as the subject stent was returned in a deployed state. The as reported (ar) 'stent deployed prematurely during use' was confirmed during device analysis. The remaining as reported (ar) code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'after the microcatheter was properly positioned, the physician began to deploy the subject stent. During the advancement of the subject stent, resistance was encountered approximately 10 cm from the distal end of the microcatheter, rendering the subject stent immobile. Consequently, the physician had to withdraw both the subject stent and the microcatheter together. Upon examination outside the body, it was found that the subject stent had deployed within the microcatheter'. Additional information provided by the customer indicated that the device was prepared as per the directions for use (dfu). There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The subject stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Once removed, the proximal (closed cell) end of the subject stent was noted to be significantly deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. All of the gfe follow-up responses indicate that the introducer sheath was correctly positioned and that the directions for use (dfu) instructions were followed during stent transfer. However, if the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into and through the proximal section of the microcatheter, resulting in possible damage to the stent and stent delivery wire (sdw). Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action, and particularly if the stent is stuck inside the lumen of the microcatheter, the distal bumper of the stent delivery wire (sdw) can slip through the stent, leaving the stent deployed prematurely inside the proximal section of the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint. The as reported codes, 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter', as well as the as analyzed codes, 'stent deployed prematurely during use', 'stent deformed' and 'stent delivery wire (sdw) kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during the procedure for an intracranial aneurysm, the subject stent encountered resistance 10 cm from the distal end of the microcatheter, rendering the stent immobile. The physician had to withdraw both the subject stent and the microcatheter together. Upon examination outside the body, it was found that the subject stent had deployed within the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.